Event description:
According to the reporter: the device stopped to seal the tissue adequately. Another device was used to continue the procedure. There was no damage to the tissue or operative time was not extended.

Manufacturer narrative:
(B)(4).